Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 70mcg/ml at 15.4ug/day via an implantable pump. The indications for use were intractable spasticity and multiple sclerosis. The healthcare provider reported an empty pump. Per the event logs the empty reservoir alarm occurred (B)(6) 2016 @ 1702 and 52.5mls would have been dispensed. There were no patient symptoms reported. Additional information received reported that the patient missed a refill. Per the reporter the home infusion company "dropped the ball" somehow either didn't schedule the refill or missed the refill in (B)(6). The patient's alarm date was (B)(6) 2016. The home infusion company went out on (B)(6) 2016 and found the pump was empty. They contacted the healthcare provider to alert him. The patient did not complain of withdrawal in (B)(6). Once the pump was interrogated by home infusion in (B)(6) the patient reported she started hearing the alarm. The reporter could not find a reason why the pump wouldn't alarm. Telemetry state was reviewed however the reporter stated that it did not appear there was an MRI that would cause it. It was noted that the healthcare provider did not want to fill the pump. The home infusion company had the compounding pharmacy from (B)(6) send the patient the drug for refill and the patient brought in the syringe filled with drug. The healthcare provider didn't feel comfortable filling the pump using that syringe. The healthcare provider plans to refer the patient to a surgeon to replace the pump as the pump is 5 years old anyway so the healthcare provider feels more comfortable replacing it. It was noted that the patient started to notice increased spasticity after the patient heard the pump alarm a couple of weeks ago.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Per the reporter the patient did not hear an alarm in (B)(6) and the patient did not complain of withdrawal in (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.